Event description:
Pt implanted with a vad device on (B)(6) 2015, called on (B)(6) 2015 to report urine discoloration. Came to hospital and was re-implanted on (B)(6) 2015 with a new vad device. Device was sent back to MFR (thoratec/st/st jude medical) serial number (B)(4) for diagnostic testing.